Manufacturer narrative:
Evaluation summary: x-rays, patient's past medical history, and patient's activity level were not provided. Surgical notes have been provided and do not indicate any complication. Given the information provided, a definitive cause for the experience reported cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is presenting with pain.